Event description:
Complainant alleged that during biomed testing, the device displayed a error code and did not complete defib charge cycle. Complainant indicated that there was no pt involvement in the reported malfunction.